Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.the report that ipg was revised due to ¿eri¿ was confirmed. Analysis and a longevity calculation of the returned ipg found the device had declared elective replacement indication (eri) and had not yet declared end of life (eol), but did display ¿replace generator soon¿ image. The battery depletion, due to usage, was normal.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patients ipg was eri and if it was premature depletion and as such surgical intervention was undertaken wherein the ipg was replaced, and therapy was restored.